Event description:
During the coil embolization procedure, the deltamaxx sr platinum 18sys 4x15 (dmx18041520/c11113) was retract, but the coil broke from the wire. After a couple snare attempts the coil came out of the patient. After removal, the device was discarded.

Manufacturer narrative:
Once the resistance occurred, no additional force or manipulation was used to further advance the device. The microcatheter used during the case/coil was an echelon 0.0165 inch (ev3), and no damages were noticed on the microcatheter that might have contributed to the event. After the event, the same microcatheter was used to complete the procedure, and a constant and dedicated heparinized saline source was used at all times. The mc was re-shaped prior to use. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned, and during insertion or any other time, no resistance was met or additional force utilized to advance or remove the coil/delivery system. Other than the reported event, no other damages were reported with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil did not remained attached the delivery system. After snaring out the deltamaxx they resumed with galaxy coils, and the patient was in good condition. Additional information will be submitted within 30 days of receipt,

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure, the deltamaxx sr platinum 18sys 4x15 (dmx18041520/c11113) was retracted, but the coil broke from the wire. After a couple snare attempts the coil was removed from the patient. The microcatheter used during the case/coil was an echelon 0.0165 inch (ev3), and no damages were noticed on the microcatheter that might have contributed to the event. After the event, the same microcatheter was used to complete the procedure, and a constant and dedicated heparinized saline source was used at all times. The mc was re-shaped prior to use. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned, and during insertion or any other time, no resistance was met or additional force utilized to advance or remove the coil/delivery system. Other than the reported event, no other damages were reported with any other section of the device coil or delivery system (and the coil did not remain attached the delivery system. After snaring out the deltamaxx the procedure was resumed with galaxy coils, and the patient was in good condition. After removal, the device was discarded. The device was discarded and therefore is not available for analysis. It is possible that procedural factors including interaction with other devices resulting in anchoring of the coil during retraction may have contributed. The instructions for use cautions that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. It is further cautioned that if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Based on the available information and without the return of the device for analysis no conclusion can be made regarding the reported coil separation with retraction. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.